Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would not respond when attempting to print to universal serial bus (usb), however could not confirm the comment that the device screen remained black. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer froze after attempting to print reports following a patient check. The programmer was unplugged, battery removed, and programmer restarted, which did not resolve the issue; the display screen remained black, and the programmer was unable to start, while the power light was on. The programmer has been returned for repair. No patient complications have been reported as a result of this event.